Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02029, 3006705815-2021-02030. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. During the procedure, it was observed that the leads fractured. As a result, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Unable to set ipg to MRI mode due to a lead fracture was reported to abbott. The patient system was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.